Event description:
It was reported that there was high threshold observed on the lead. The lead was capped and the decision was made not to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.